Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the disposable button shattered inside the suction channel during an endoscopic ultrasound involving an olympus ultrasound gastrovideoscope. The procedure was completed with a similar device. There was no patient injury reported.